Manufacturer narrative:
E1 initial reporter establishment name: (B)(6) hospital, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head exhibited image noise and the video image was not displayed. The issue was found during inspection for use. There were no reports of patient involvement.